Manufacturer narrative:
The colonic ftrd was used for the resection of a lesion in the ao (appendiceal orifice). The user assumed that the clip had been deployed and resected the tissue. The non-deployment of the clip was determined as the device was removed from the patient. It is stated in the instructions for use that clip application must be verified before tissue resection. Only when the application ring has moved fully forwards to the edge of the cap, the clip has been successfully applied. Despite repeated efforts, we were unable to obtain the product in question for a technical analysis. The review of the manufacturing-related documentation did not reveal any deviations from product specifications. With the submission of this follow-up report, we are closing the case.

Event description:
The ftrd was used for the resection of a lesion in the ao (appendiceal orifice). The clip was not applied when attempted and the tissue was resected, which resulted in a perforation. The non-deployment of the clip was determined as the device was removed from the patient. The perforation was closed with clips and abdominal decompression was performed. The patient was stable after the procedure.